Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device from the customer for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported there is no patient involvement associated with the event.